Event description:
It was reported that the web would not detach easily, they used 2 detachers (wdc). The web eventually detached but it moved position, as the operator tried to maneuver it to detach it. A snare was used to recover the position of the web device. The patient was reported stable. There was not patient harm reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural notes were not provided; however, medical imaging was received. The alleged product issue could not be confirmed at this time. However, the investigation is ongoing. Upon completion, of the investigation, a supplemental report will be submitted.

Event description:
No additional information was received, please see h6 & h11.

Manufacturer narrative:
H11 - corrections to h6 codes: h6 - impact code - remove 2199 no health consequences or impact h6 - impact code - add 4641 unexpected medical intervention h6 - medical device problem codes - remove 2547 -separation failure h6 - medical device problem codes - add 4044 - difficult or delayed separation and 3026 - unintended movement investigation conclusion: five radiographic images were provided for review. They are not labeled as to date or time. The chronological order of the images could not be determined with the available information. The review of the images is as follows: picture1: basilar dsa, with contrast, subtracted, lateral. There is an approximately 10 mm basilar tip aneurysm. A dac is seen in the distal basilar, just below the scas. A microcatheter/microguidewire combination is seen inside the dac, close to its tip. Picture2: unsubtracted lateral basilar dsa with contrast. A minimal amount of contrast only is seen on the image. A web is in the aneurysm; because of the projection, and the poor contrast opacification, its position relative to the neck of the aneurysm could not be determined. The dac is in the same position. Inside it is a microcatheter with a snare. Picture3: : unsubtracted lateral basilar radiograph, no contrast. The snare has been closed around the proximal marker of the web. The web is likely still inside the aneurysm, given the fact it is still fully open. Picture4: unsubtracted lateral basilar dsa with contrast. The web is inside the aneurysm, and not detached. The via catheter is at the level of the proximal opaque web marker. Because of the projection, its position relative to the neck of the aneurysm could not be determined. Picture5: unsubtracted lateral basilar dsa with contrast. The web is located in the aneurysm but occupies only the distal 2/3 of it (proximal aneurysm is seen). Because of the projection, its position relative to the neck of the aneurysm could not be determined. The dac has been advanced to just below the aneurysm. These images confirm that a snare was used with the web during the procedure, but do not explain why there was a problem detaching the web. The investigation of the returned web system found the implant separated from the pusher, and the pusher kinked at the hypotube to connector junction. The implant was not returned for evaluation as it was implanted as described in the reported event. The device passed continuity and resistance testing. The heater coil showed signs of activation using a detachment controller, but did not exhibit stretching, which indicates normal detachment did occur. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.